Event description:
Reviewing the source code showed that the root cause of the problem was a timing issue that could occur if the user were to start the secondary infusion just as the primary infusion was transitioning to kvo. A fix was implemented that ensures that the primary is not set to follow if it transitions into kvo and follow up testing has confirmed that this fix was successful. This will be a part of the next sw release.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: if the secondary inlet is started at the end of the final stroke of the running primary infusion the primary gets set to follow with a vtbi of 0. When the secondary completes it will switch over to the primary inlet at the programmed primary rate and continue until user stops the infusion or bag empties. A preliminary review of the logs identified the following issue: due to a software anomaly in the handling of starting a secondary infusion as the primary enters into kvo, the primary infusion can get set to follow the secondary infusion with a vtbi of 0. When the secondary completes it will switch over to the primary inlet at the programmed primary rate and continue until user stops the infusion or bag empties. Overdose potential note - this was found during internal testing of the next revision of sw yet to be released; the defect exists in the current released version of sw. An active infusion was not stoppped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.